Manufacturer narrative:
.

Event description:
The customer stated he had his own coaguchek xs meter (serial number (B)(4)) at his doctor's office and was tested at 12:03 and a result of 5.8 inr was obtained. They tested him at 12:05 and a result of 4.0 inr was obtained on his meter. His strips were used to obtain these results. The doctor's office then used their meter and strips a few minutes later and the result was 6.8 inr. The customer believes the doctor's meter was the same type of roche meter as his. The customer does not have any further information pertaining to the doctor's office meter or strips that were used to obtain the 6.8 inr result. A venous blood draw was done within minutes of using the meter and the laboratory result from that draw was 5.0 inr. The customer does not know what reagent is used by the laboratory. He believes the result of 5.0 inr to be the correct reading. The customer does not remember if they used a new finger or the same finger for the meter results. He did say they squeezed his finger excessively because he bleeds slowly. He did not receive any treatment or medication change based on his meter's results. His medication dosage was based on the laboratory result. The customer says he tests monthly when he is in his normal range of 2.5-2.8 inr. If he gets a result outside of this range, he tests weekly. The customer is not anemic. He is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The customer has had no diet change, no illness, and no symptoms of bleeding or bruising. The customer recently started a new medication, a sleeping pill. He declined to provide any further information regarding his medications. The customer stated he is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 124157) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). Two human blood samples from marcumar donors and two internal reference meters were used. There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. No information was provided that would point to a cause for the results discrepancy. The customer did not return any product.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor hct: 48% and 40%. Testing results: donor #1: masterlot - 3.4 in, customer meter and master lot - 3.4 inr. Donor #2: masterlot - 2.9 inr, customer meter and master lot - 2.9 inr.. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.